Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
It was reported that the physician was performing a peripheral case via groin access and during the exchange the sheath separated from hub. The sheath was successfully retrieved with hemostats. (MDR # 1820334-2016-01343).additional information was received stating that the user facility has had four or five similar incidents in the past. No information was provided regarding the dates or details of the events. (MDR # 1820334-2016-01471).

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the physician was performing a peripheral case via groin access and during the exchange the sheath separated from hub. The sheath was successfully retrieved with hemostats. (MDR # 1820334-2016-01343). Additional information was received stating that the user facility has had four or five similar incidents in the past. No information was provided regarding the dates or details of the events. ( MDR # 1820334-2016-01471).